Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device clinic it was revealed that the battery voltage as read by the "measured data" function on the merlin programmer was lower than previous measurement but the battery longevity calculation was improved or longer. The battery was updated which changed the voltage reading but didn't update the longevity prediction. A session record was received and the battery trend looked normal and stable. The patient continued to be monitored.